Manufacturer narrative:
(B)(4). Device lot number: it was unknown which lot number corresponded to the issue that affected aspiration. Lot number is 19830182 or 19550037. Device expiration date: 31 may 2018 or 31 july 2018. Device manufactured date: 04 aug 2016 or 18 oct 2016. Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an error message displayed during aspiration. Two angiojet solent proxi catheters were used for a thrombectomy procedure in the dialysis graft. The devices could not be used because the console kept displaying check saline supply error messages. They could not reset the machine and get the catheters to work. One of instance occurred during preparation outside the patient. Preparation of this device was not completed as it would not count down all the way to zero. The other occurred after aspiration was initiated inside the patient. Several resets were attempted and aspiration was affected. The procedure was completed with a third catheter. There were no patient complications.